Event description:
It was reported to philips that the system failed to boot due to a blown fuse in the main cabinet on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the fuse, cleaned the system, and tested it successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).